Event description:
The patient was found to have a drive line infection as well as hemolysis/pump failure with left ventricular assist device thrombosis and complicated by acute renal failure and transaminitis.